Event description:
Information was received from a consumer regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were listed as non-malignant pain and failed back surgery syndrome. The patient stated that her pump "broke, it stopped working" and there was an alarm, although she didn't know it was the pump alarming. She reported that she ended up in the hospital because it broke earlier than it was supposed to. She stated that the pump was explanted, but she didn¿t think it was returned to the manufacturer for analysis. She reportedly had to go to rehabilitation (rehab), then after rehab, her blood pressure wouldn't go down and she ended up having a stroke and an aneurysm; the rehab and symptoms occurred after the pump was explanted. The event date was reported as (B)(6) 2015. The patient stated that she was taking pills in addition to the pump medication. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.